Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was without stimulation as the implantable pulse generator (ipg) was non-functional. Patient claimed the ipg needed to be charged almost daily and eventually it stopped functioning. Ipg was explanted and replaced. No complications were noted during the procedure and postoperatively, stimulation was reported.

Manufacturer narrative:
An ipg explant/replacement due to a recharge burden issue was reported to abbott. Ipg required more frequent charging. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.